Manufacturer narrative:
It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to loosening. It appeared through x-ray that the stem may have been undersized. Patient's stem, head and liner were revised to a restoration modular stem construct with a new head and liner. There are no allegations against the head or the liner. Rep reported that no further information is available.